Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735672, repl kit 9735672 cmos battery computer 9735225r rollingstone s7 rfrb h3) onsite functional and visual examination was performed by a manufacturer representative. The cmos battery and computer were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cmos battery was returned for analysis. Functional testing determined that cmos battery was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during an unknown procedure. It was reported that while booting up the system for a case, the screen went to 'no signal.' Technical services (ts) had the site press complementary metal-oxide semiconductor (cmos) reset and the system booted up. The probable cause was the cmos battery. There was less than an hour delay in procedure. There was no impact on patient outcome. Additional information was received. The cmos was replaced and was still receiving a no signal message. After resetting the cmos again, the bios setup page appeared. Ts had the manufacturer representative (rep) set the correct bios settings, however, after accepting, the system displayed a disc boot failure message. The rep restarted the system and the same error message occurred.